Event description:
The customer reported a frozen screen. The time on the screen was not advancing. The customer also reported the numbers ramping up and down on the screen even though buttons are not being pressed. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.